Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a lesion in the right coronary artery (rca) was direct stented with the promus stent at 14 atm. A small perforation was noticed and was treated by inflating the delivery balloon and holding for 10 minutes. This resolved the perforation. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.